Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative identified the reported issue and traced the failure to defective heating elements. The technician replaced the heating elements to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The defective heating elements were requested to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system does not heat the patient side. The issue was identified during maintenance. There was no patient involvement.

Manufacturer narrative:
The replaced heating elements were returned to the original equipment manufacturer for further investigation. During evaluation, the reported failure was confirmed. It was found that both heating elements were affected by a ground fault failure and black discoloration was identified. An exact root cause for the ground fault failure could not be determined.